Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement which was confirmed via remote monitoring, x ray imaging and pacemaker check. In addition, this rv lead exhibited high pacing threshold outputs and a stuck lead tip which could not be moved when revision was attempted. This rv lead was electrically abandoned, and a new rv lead was placed in the septal placement. No additional adverse patient effects were reported.